Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed by the field system engineer, although the issue could not be completely replicated, the camera did drop from network once and displayed the 'localiser not connect' error message, but then the system quickly reconnected itself and operated normally. It was suspected that the polaris spectra system control unit (scu) caused the reported event. Replacement of the scu resolved the issue. No further issues were reported. Replaced scu was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system stopped tracking and displayed "localiser not connected¿ mid procedure. They said that system returned to normal upon a full hardware shutdown, restarting the cranial software did not resolve the issue. The 2 green lights remained solid on the camera and there was no beeping. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The hardware investigation of the returned polaris system control unit (scu) found that the reported event was related to an electrical issue. When connected to a known good system the scu powered up without the amber fault light on. Communication with the positioning sensor unit (psu) was normal. A check of the event log revealed a history of intermittent internal strober error. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.